Event description:
The product was used during a low anterior resection procedure. Reportedly, the anastomosis was torn upon the removal of the instrument. The staples did not form properly. The surgeon sutured the anastomosis. The pt's status is satisfactory.

Manufacturer narrative:
6/13/1997-supplemental report #1 submitted to FDA.